Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the treatment has been disabled. The rse evaluated the device remotely. No device malfunction was determined. The customer was instructed how to perform the operation check, all items passed, and the machine resumed normal operation and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. The customer was instructed how to perform the operation check to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.